Event description:
The pt was implanted with a spectrum contour post-op adjustable prosthesis on 2/14/97. Subsequently, it was noted that the pt had developed and infection in her left breast and the prosthesis was removed on 4/11/97. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing reports for events, which were previously not MDR reporatble events per 21cfr803.